Event description:
Upon interrogation, the device was at eos. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 145 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the episode and shock holter documented a large number of vf-episodes resulting in a delivery of 95 shocks within approximately 90 minutes. Due to the fast successive charging and shock delivery the battery status eos had occurred. The analysis of the available iegms did not reveal any indication of a device malfunction. In particular, the iegms of the vf episodes showed regular vf detections due to intrinsic signals and with respect to the corresponding program settings. In a next step the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the battery status eri to be as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from a fast successive charging as a result of regular vf detections due to intrinsic signals. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.